Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1.initial reporter facility name: (B)(6). H.6. Investigation summary: bd received 1 sample and sent 6 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. The bottom of the tube at the gate area has been damaged. This molding defect is commonly known as a ¿double shot¿ and is created when a molded component does not transfer from the cavity to the core during the demolding process. Additionally, the customer sample along with 100 retention samples from bd inventory, were evaluated by visual examination. And the issue of damaged tube was observed in the customer sample. No damage was observed on the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k, the tube was deformed thus resulting in the blood leaking out of the tube. There was no report of impact to the patient or user.